Manufacturer narrative:
(B)(4). Boston scientific received additional information from the physician involved in this case. The device serial number and the name of the facility where the procedure was performed has been provided. The physician stated that it is not an adverse event. It is just a phenomenon he had observed. The programmer can be used to initiate pacing, or the auto-initialization feature can be used. The device functioned as designed. Apart from manufacturer¿s manuals, there is no published clinical report on implant detection. Due to the difference in the auto-initialization methods among manufactures, it is safer to manually interrogate the pacemaker before implantation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the routine pacemaker replacement, the patient experienced asystole of greater than two seconds. The patient was pacemaker dependent, with atrioventricular (av) nodal conduction at 80 bpm. The chronic device was used for back up pacing and no temporary pacing lead was used. The physician disconnected the right atrial (ra) lead first and connected it to the new device. At the same time, there was ventricular pacing support by the old device. When the rv lead was removed from the old device, right ventricular (rv) pacing was not observed. Prolonged pauses of up to 3.9 seconds occurred. The ra lead was then immediately switched to the programmer and atrial pacing support was achieved. The new device was interrogated and programmed manually. The procedure was completed and the device was confirmed to be operating in a normal function. The recovery of patient was uneventful. It was recommended that manual interrogation and activation of a pacemaker are performed before implantation, rather than solely relying on the auto-initialization function. No additional adverse patient effects were reported.